Manufacturer narrative:
The device in question was returned to walkmed infusion for product evaluation. The device underwent product evaluation testing at walkmed infusion during which it was discovered that there was an open state of free flow when the IV tubing is inserted and door closed. Walkmed infusion performed further failure investigation and identified missing hardware due to the customer's failure to maintain the unit.

Event description:
During treatment, the clinical staff noticed that the device in question had infused medication in 5 minutes versus the intended 1 hour. The device was sent to an authorized service center at which point the technician found the pump to have free flow during testing. The pump had not been maintained or serviced in over 3 years.